Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician experienced resistance when removing the lead and the two distal contacts of the lead broke off, in the epidural space. It was stated the issue occurred during the permanent procedure and the procedure was extended by 4 minutes. The physician continued the procedure and left the broken contacts in-situ.